Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, while attempting to inject, after advancing device to patient's cecum, the physician indicated that the needle appeared slightly bent to the left. Furthermore, the needle was barely able to inject. The device was removed and the procedure was completed with a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.